Event description:
Caller reported blood glucose results of 17 mmol/l on his aviva system, 7 mmol/l on his wife's aviva system within 10 minutes. No information was provided for the wife's aviva system. No adverse event was reported relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided for the wife's aviva.